Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: based upon image review, the reported stent kink was confirmed. There might have been product use that was incongruent with IFU recommendations due to: morbid obesity, mural thrombus and an abdominal dissection at the level of the ima. There was substantiated evidence of a type 2 endoleak (ima and/or lumbar). The incident is likely associated with patient anatomy and morphology and the attempt to repair a ruptured aneurysm, which is a device application that has not been evaluated for treatment with an endologix stent graft. No device issue was identified. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 17 days post-implant of a bifurcated device, three limb extensions, and a medtronic aortic extension, the patient presented emergently, and it was found that the bifurcated main body was kinked in the mid portion. Reportedly, the patient was initially treated emergently ((B)(6) 2014) due to ruptured aneurysm, and was treated with the stent graft devices. The three limb extensions were placed in the left internal iliac artery, the aortic extension was placed proximal to the bifurcated device. The procedure was uneventful, and final angiogram, with the stiff guide wire in place, showed good result. However, 17 days later, the patient presented for regular follow up, (at a different hospital than the implanting facility) and it was identified that the bifurcated device was kinked in its mid portion. There was a suspicion that possibly the stiff wire could have been related to the observed kink, since the angiogram was performed with the wire in place, and upon wire removal there was no additional imaging performed, although this is inconclusive. The patient underwent a secondary intervention, and a competitor stent was implanted at the location of the kink, with good result. The patient was reported to be doing well. Additional information: patient presented with tortuous aorta and bilateral common iliac artery aneurysm.